Event description:
Additional information was received from complainant. Procedure was completed with another device. The event did not take place during a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a specific root cause of the foreign materials being stuck in the nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (foreign material in device) was confirmed. It was observed the suction cylinder was clogged with foreign material and the brush could not be passed. In addition, service found there was a leakage form the forceps channel, there was a hole on the switch button #3, the bending angle was out of specification, there was play in the angulation knob, the plastic distal end cover was cracked, there was a tiny chip on the objective lens, the light guide lens was cracked, and the adhesive on the bending section cover was cracked. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a seed (foreign material) was stuck on the subject device. The reported issue was observed during an unspecified procedure. There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.